Event description:
The (B)(6) department of health services, division of public health (dph) and the (B)(6) state laboratory of hygiene (B)(6) have noticed an increase in the number of patient specimens testing positive for cryptosporidium using the biofire filmarray gastrointestinal pathogen panel which subsequently could not be confirmed through other methods. The (B)(6) receives cryptosporidium-positive specimens from clinical laboratories across the state for surveillance purposes, which are genotyped in-house using sanger sequencing (gp60 and 18s genes). Specimens not already testing positive via a pcr, dfa, or microplate eia at the clinical lab are confirmed using dfa before genotyping. All specimens and/or sequence files on which genotyping is attempted are then forwarded to cdc's cryptonet laboratory for additional molecular confirmation, including an ldt rt-pcr, sequencing, and occasionally, testing on the biofire gi panel. Since (B)(6) 2020, both (B)(6) and cdc have attempted to genotype over 500 stool specimens testing positive for cryptosporidium at (B)(6) clinical laboratories. Overall, 76.5% (n=514) of these specimens were tested with the biofire gi panel, which is considered confirmatory laboratory evidence for public health surveillance purposes (i.e., a confirmed case). However, dph comparative analysis of the percentage of positive specimens failing to confirm by laboratory test method showed that 93.8% (n=81) were tested with the biofire gi panel, in comparison to the luminex gastrointestinal parasite panel (3.7%), rapid cartridge eia+dfa (1.2%), and bd max enteric parasite panel (1.2%). The remaining methodologies produced 0% false positives. While 21 submitting clinical laboratories use the biofire gi panel, the problem has not been linked to a single laboratory. Dph analysis of the timeline shows that before 1 aug 2021, 3% (n=160) of biofire-positive cases were unconfirmed. Since 1 aug 2021, the percentage of unconfirmed biofire positives has increased to 30% (n=233)(figure 1). Additionally, the seasonal decrease in the number of cryptosporidiosis cases typically observed during the winter months was not as prominent during winter 2021-2022. The problem may still be ongoing; we are awaiting cdc confirmation of nine recently collected specimens unable to be confirmed at (B)(6). A problem with this test has potential impacts to patient care, including misdiagnosis and unnecessary or incorrect treatment. It also has profound impacts to public health follow-up, investigation, and nationally notifiable disease surveillance ¿ any case of cryptosporidiosis diagnosed via any positive pcr test technically meets the definition of a confirmed case. Thus, this issue could be inflating confirmed case totals nationwide. Note: figures 1 and 2 are in lieu of product photos. FDA safety report ID # (B)(4).